Event description:
Material # 305180, batch # 4178029. It was reported by customer that "blunt cannula rubber stopper issue". Verbatim: rcc received a complaint via email. Blunt cannula rubber stopper issue. Ref# 305180, lot# 4178029.

Manufacturer narrative:
Device evaluation: it was reported there was a blunt cannula rubber stopper issue. As a physical needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, six photos were received for evaluation by our quality team. The photos show a syringe with a dark colored particle in a white color solution. Two photos also show packaging blister top webs. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.